Event description:
Per importer's MDR: dealer called stating that the caster housing bolts on the in86ahanfr manual wheelchair are allegedly not staying tight and the casters fold under the chair. Dealer tried tightening up the bolts but they loosen. Malfunction has not been confirmed. No injury alleged. MDR filed.